Manufacturer narrative:
The device involved in the reported event was requested but we have not received it. The lot of the pack was not provided therefore we were unable to review the lot/device manufacturing records.

Event description:
A report received from a user facility in the (B)(6) stated that the cutter failed during the procedure. The cutter was replaced and the procedure was completed without any impact or consequences to the patient.

Manufacturer narrative:
Lot number included. One opened bl5623 pouch from lot v9281 was returned. The expiration date on the label is 2018-10-15. The tip protector was not returned however the needle is not bent. Dried solution is visible in the tubing. Visual examination of the cutter found the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris system, the cutter had good clean cuts throughout the various cut rates and the cutter had good aspiration. The returned cutter performed as intended. The reported failure mode could not be duplicated. The lot/device manufacturing records were reviewed and found to be acceptable. The trend analysis, risk analysis and directions for use review were considered acceptable with the product performing within anticipated rates. No corrective action necessary.